Event description:
The customer reported the device is providing 50 points difference when compared to blood sample. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacuring narrative: the returned device was evaluated. During evaluation the device passed all visual and functional testing. During simulation testing, the device passed manual and preset conditions and provided accurate measurements. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed., other, other text: initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: 214400 initial reporter phone number exceeded the maximum allowable characters, phone number is as follows: (B)(6).

Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product, however, the product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation, or new information is obtained, a follow up report will be submitted.. Zip code is as follows: (B)(6). Phone number is as follows: (B)(6).

Event description:
The customer reported the device is providing 50 points difference when compared to blood sample. No consequences, or impact to patient were reported.